Event description:
It was reported that the patient's implantable neurostimulator was completely discharged. The patient encountered an out-of-regulation condition. Additional information received reported that the patient experienced low impedances. Contacts 2 and 3 showed as out of range <150 ohms, the other contacts read between 300-500 ohms. The patient also underwent reprogramming but barely felt stimulation at 9v. The patient indicated that the event could not be attributed to any activity. Additional information has been requested from the hcp, but was not available as of the date of this report.